Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. The instrument could not place in the system for the intuitive motion testing . A clip test was not performed and could not be completed because of the broken grip cable at the backend pulley. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing. Root cause attributed to broken grip cable at the proximal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.